Event description:
It was reported that the home patient (hp) was having connection issues with the transfer set and the cassette. The caregiver (cg) reported that the cassette and transfer set would not lock together; they just kept clicking and then turning. There was no adverse event indicated at the time of the report. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. Leak testing performed with no issues noted. The clear passage test was performed with no issues noted. A visual inspection was performed which found nothing related to the reported condition. Therefore, the sample was not confirmed for the reported problem. If additional relevant information is obtained, a follow-up MDR will be submitted. (B)(4).